Event description:
It was reported that 7-day ll vlv adpt(stand alone) was cracked and leaked blood. The following information was provided by the initial reporter: smart site needleless connector (IV bung) has possible crack or faulty one-way flow valve when opened from packet. Was inserting an IV and attached the flushed bung to the patient and it started dripping blood. I double checked the connection and the insertion site and realized it was coming directly from the blue tip of the bung. Disconnected from the patient and changed it. Upon inspection of the item there appeared to be a crack in the blue, flat end (needless connector site. I pushed water through the opposite end and saw a steady stream of water coming out of the crack. Reported to manager and gave him the faulty item to keep for evaluation. Another colleague reported a similar episode a few weeks ago but it was on a busy shift so was not reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020 h.6. Investigation: two 2000e7d samples were received for investigation. One sample was received without packaging and with residual fluid present, as well as residual patients blood in the male luer. The second sample was received in sealed packaging. Examination of the samples confirmed the customer's experience as leakage was observed from the sample without packaging; upon closer inspection it was noted that the smartsite female luer adaptor (fla) was oval, rather than circular. Examination of the sample received in sealed packaging found no issues; the fla was found to be circular and no leakage was observed. A review of the production records for lot 1012189 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the oval shape is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head. Previous investigations have not found a potential root cause for this level of excess heat as a result of any stage of the manufacturing or sterilization processes at the manufacturing site.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device lot #: the customer provided lot # 1012189. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 7-day ll vlv adpt (stand alone) was cracked and leaked blood. The following information was provided by the initial reporter: smart site needleless connector (IV bung) has possible crack or faulty one-way flow valve when opened from packet. Was inserting an IV and attached the flushed bung to the patient and it started dripping blood. I double checked the connection and the insertion site and realized it was coming directly from the blue tip of the bung. Disconnected from the patient and changed it. Upon inspection of the item there appeared to be a crack in the blue, flat end (needless connector site. I pushed water through the opposite end and saw a steady stream of water coming out of the crack. Reported to manager and gave him the faulty item to keep for evaluation. Another colleague reported a similar episode a few weeks ago but it was on a busy shift so was not reported.